Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. Additional information was received that the patient suffered an asthma-like episode; medical tests have identified a spot on the lung and anxiety. No specific medical intervention was mentioned. The reported event of asthma, spot on lung, anxiety and its reported severity was reviewed by the manufacture¿s clinical expert. This event is assessed as serious injury. Following correction were made to reflect adverse event. The manufacturer attempted to have the device and components returned for evaluation, customer could not able to provide the information about device return. If pertinent information becomes available to the manufacturer at a later date, an follow-up report will be filed. Section(s) b1, b2 has been corrected to reflect adverse event. Section h1 has been corrected to reflect serious injury. Section(s) h6-clinical code and impact code h9-z number have been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.